Manufacturer narrative:
Other relevant device(s) are: esbf2814c103e, sn (B)(4), expiration date: 2017-02-16. (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with leg ischemia and pain. The CT revealed that the endurant left iliac limb was occluded. The patient was taken to radiology and dripped with clot-dissolving agent medication resolving the occlusion in the endurant stent grafts. The patient was stented in the external iliac artery and the blood flow was restored to the left leg. The physician stated that the cause of the occlusion was due to the patient¿s anatomy, sfa stent went down causing the entire left limb to occlude extending up above the flow divider. The hypo was coiled on this side during the initial implant. When the sfa stent occluded, no blood flow was going to the foot and resulted in the thrombus extending up through the endurant stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.